Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had insulin pump error. The customer¿s blood glucose was 110 mg/dl at the time of incident. Customer reports they was unable to clear the alarm. Customer states they were able to rewind the insulin pump. Customer reports they assisted with performing displacement test and displacement test passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.